Event description:
Note: this report pertains to one of two related complaints. Please refer to manufacturer report numbers 3005099803-2010-00864 for the other associated device information. It was reported to boston scientific corporation that two sensation medium stiff standard oval snares were used during a polypectomy procedure within the large bowel on (B)(6), 2010. According to the complainant, the first sensation medium stiff standard oval snare was unable to properly cut the polyp. The physician checked the generator and all connections and everything appeared to be in order. They removed the snare and inserted another sensation medium stiff standard oval snare down the scope when the same issue occurred. The physician was able to successfully complete the procedure using a third snare of the same type. The complainant noted that the cautery function appeared to be working properly with both of the snares; the tissue was turning white to indicate that it was being cauterized - the snare would just not cut through. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.